Manufacturer narrative:
The lead was not returned for analysis as the lead remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and provided reprogramming options. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and provided reprogramming options. The lead remains in use. No adverse patient effects were reported.